Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: failure to secure the band properly may result in its subsequent displacement and necessitate a second operation. Patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was explanted due to "dysphagia secondary gastric prolapse lap band was emptied but problems were still there".

Manufacturer narrative:
Taper ii. Supplement #1: medwatch sent to FDA on 08/23/2017. Device evaluation summary: a visual examination was performed on the received lap-band with access port I, taper ii. The port tubing was separated from the band tubing approximately one inch from the port tubing ss connector. Scratches were noted on the port and port holes. Needle marks were noted on the port septum. The septum was also noted to be discolored, and was brown in appearance. The band ring and shell near the belt were noted to be discolored, and were light brown in appearance. White particles were noted on the inner surface of the band shell. The band was separated at the buckle. A fill inspection test was performed, and noted no blockage when colored di water was passed through the port septum and tubing. An air leak test was performed, and leakage was noted from the shell where the ring and shell were separated from the band buckle. Under microscopic analysis, the band buckle where it adjoined to the shell of the device was noted to have a surgical end cut, consistent with device removal activities. Under microscopic analysis, the shell and ring were also noted to have a surgical end cut, consistent with removal of the device. The end of the band and port tubing had striations, consistent with a surgical end cut.